Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported the insulin pump alarmed with a button error. The device had not been bumped or dropped recently. Customer's blood glucose was 13 mmol/l. It was advised that the device would be replaced. The customer will not be returning the product for analysis at this time.